Manufacturer narrative:
A replacement pump was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Attempts to retrieve the product are ongoing. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wamback, 4th edition pg 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the monitor for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up will be filed at that time.

Event description:
The customer reported to customer service that when her pump in style pump goes into the letdown mode, it is no longer working right. She stated that it sounds like it is dying. The customer has mastitis and was given an antibiotic. She is not using a hospital grade pump.